Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Update: d8. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the investigation results was insufficient to identify the cause of the problem. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the tissue pad on the ultrasonic surgical device peeled off after three times of use. The issue occurred during an unspecified therapeutic procedure, which was completed with a similar device, and without delay. There were no reports of patient harm.